Manufacturer narrative:
Patient information not provided/unknown. (B)(4). Device not returned to manufacturer for evaluation. Device not returned.

Event description:
It was reported that the abutment screw (iunihg) would not disengage from the implant.

Manufacturer narrative:
The abutment screw was not returned for evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot number. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain titanium hexed screws it is recommended to torque at 20ncm. An x-ray was provided by the customer. The returned x-ray shows that the abutment fixed to the implant contains a screw without a head. It cannot be confirmed that the device shown in the x-ray is an iuniht screw. The complaint cannot be confirmed nor unconfirmed by the x-ray. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A singular cause cannot be determined. The following sections have been updated. (B)(4).